Manufacturer narrative:
Concomitant: 4965-50 lead ,implanted (B)(6) 2008; dtba1d1 ICD, implanted (B)(6) 2014.

Event description:
It was reported that the right atrial (ra) lead had high thresholds and pocket stimulation. It was also noted that the patient complaint of arm pain and ¿thumping in chest¿. Reprogramming was done, and the lead remains in use. No further patient complications have been reported as a result of this event.